Event description:
Review of updated programming history shows that the event occurred on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history. Event date, corrected data: review of programming history shows the event occurred on (B)(6) 2011. This report is being submitted to correct this information.

Event description:
Upon analysis of the pt's generator, it was noted that the settings the generator was set to when it was received were indicative of a faulted system diagnostics test. The exact event date is unk. Attempts for further info have been unsuccessful to date.